Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button one of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The mynx was used in a transfemoral cerebral angiogram (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. A 5f non cordis sheath was used. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The device will be returned for evaluation.

Manufacturer narrative:
As reported, button one of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The mynx was used in a transfemoral cerebral angiogram (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. A 5f non cordis sheath was used. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the buttons 1 and 2 were not depressed. The sealant was in manufacturing position exposed per the sealant sleeves, which were showing evidence of frayed/ split/ torn conditions. On the other hand, the balloon was fully exposed, as expected, due to the manufacturing position observed for button 2. Additionally, no syringe or sheath used on the procedure were returned for this evaluation. A functional test was executed by depressing button 1 and 2 after the tension indicator achieved the deployment position, resulting in the correct activation of the device deployment mechanism. A high magnification evaluation was executed, to evaluate the sealant sleeves conditions showing that a frayed/split/torn condition was observed to be present, resulting in a premature exposure of the sealant. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure ¿button 1 ¿ frozen/locked¿ was not confirmed per the functional test where the investigator did not experience any type of resistance during the button 1 depression that may be attributable to the reported event. Additionally, per the sealant sleeves frayed/ split/ torn observed condition it was confirmed per this evaluation a ¿mynx control system ¿ deployment difficulty - premature¿ malfunction. Nevertheless, per the evaluation results no relation to manufacturing process could be attributed to the reported event, as the deployment mechanism was not compromised in any visible way. There were no issues found during the functional analysis of button one. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.